Manufacturer narrative:
Insulin pump received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the motor, battery tube, and vibrator assembly. Unable to verify external error and unexpected restart due to frozen screen. Insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had fluid under the lcd display. The insulin pump was not delivering insulin. The customer changed his infusion set 4 times and the insulin pump kept alarming no delivery. Since the insulin pump alarmed external error and unexpected restart, the customer was unable to bolus. The no delivery alarm was caused by an infusion set and reservoir occlusion. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.